Event description:
Hospital advised that a medley system was set up to infuse on a critical pt in critical care. When the user attempted to start the infusion this channel alarmed and displayed channel error. User attempted to reprogram but was unsuccessful. Treatment was delayed while another module was obtained, reprogrammed and infusion started. There were three other modules attached to this system and they continued to infuse. There was no patient consequence.